Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: chemotherapy, 5fu, leaked at upper injection site where connector was attached to pump set.

Manufacturer narrative:
(B)(4). One used sample without packaging was returned for evaluation in connection with this incident. Visual examination of the caresite y injection sites on the sample found a vertical crack on the threads of the proximal caresite injection site. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available a follow-up report will be filed.